Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer alleged that the pump was delivering more insulin than intended during bolus deliveries. Customer's blood glucose level ranged between 115-116 mg/dl. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 2:15:48 pm at (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. A 20% temporary rate for 60 min was observed on (B)(6) 2019 at 1:03:03 am. An 80% temporary rate for 60 min was observed on (B)(6) 2019 at 3:28:28 pm. 5 boluses were observed on (B)(6) 2019. A successful screen unlock was observed prior to each bolus. The user entered in a carb and bg value prior to each bolus. User made bolus requests while still having insulin on board (iob). It is possible the user¿s personal profile settings need adjustment. Making bolus requests while still having iob could lead to a low bg event. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure. There is no evidence in the logs that the device over-delivered insulin or that it delivered insulin without the user¿s acknowledgement. There is no evidence of device malfunction.